Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2025 no relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.